Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified common iliac artery (cia). After a 035 non-bsc guidewire crossed the lesion, 6.0 x 40, 75cm mustang balloon catheter was advanced for predilation. However, upon the first inflation, the balloon ruptured at 7 atmospheres (atms) after a duration of 6 seconds. The balloon was completely removed from the patient and the procedure was completed with a sterling balloon catheter. No patient complications were reported and the patient's status was good.